Event description:
The customer reported that during a patient event, their device would no longer read the patient's ECG rhythm using the defibrillation electrodes. The customer advised that this reported device failure did not cause any adverse effects to the patient and only caused a slight delay in care. There was no additional information provided by the customer regarding the event or the patient.

Manufacturer narrative:
(B)(4). Through several attempts to contact the customer, physio-control has been unsuccessful at obtaining additional information regarding the event or the device evaluation and repair. Physio-control has provided the part number for a replacement therapy connector assembly to the customer. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.